Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this right atrial (ra) lead was revised. It was confirmed the ra lead was not loose in the device header. After removing the ra lead from the device header, it was tested through the pacing system analyzer (psa) and bipolar capture was still not observed. The decision was made to surgically abandon and replace this ra lead. No additional adverse patient effects were reported.

Event description:
Additional information was received that the root cause for the clinical observations remains unknown. The physician plans to check the lead/header connection within the near future, and may replace/revise this ra lead at that time. This ra lead remains in service and there were no adverse patient effects reported.

Event description:
Additional information was received that, during routine follow-up, right atrial (ra) pacing impedances of greater than 3000 ohms were observed along with no capture in the bipolar pace/sense configuration. The loss of capture did not result in asystole. The ra lead was switched to unipolar pace/bipolar sense configuration, and the pacing impedance decreased to around 420 ohms and loss of capture was seen at 1 v. It was noted sensing was good in both configurations. A chest x-ray was performed, and the ra lead appeared to be in a good location and no obvious fracture was noted. The terminal pin was also securely noted within the device header. This ra lead was tested though the pacing system analyzer (psa) during the revision procedure, and the ra pacing impedances continued to be high out of range. It was noted that all of the clinical observations observed through the device were also observed when the lead was tested through the psa. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that this pacemaker system declared a lead safety switch (lss) for a high out of range right atrial (ra) pacing impedance of greater than 2000 ohms. The ra pacing impedance was usually in the 400 ohms range. The ra lead was tested in a unipolar configuration and bipolar configuration. Ra lead noise was present on both vectors when the patient was moving. Technical services discussed possible causes for the clinical observations and provided troubleshooting options. At this time, this ra lead remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that this previously capped right atrial (ra) lead has now been explanted. This ra lead was explanted during an unrelated revision procedure. It was also noted the previously reported lead issues may have been due to a lead fracture. The hospital retained this explanted ra lead. No additional adverse patient effects were reported.